Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump touchscreen became cracked and unresponsive. Blood glucose (bg) was 56 (mg/dl) due to the reported issue. Additionally, due to user error, the customer over-bolused which resulted in a low bg level of 46 mg/dl. Soda was consumed to treat bg level.